Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm in the morning and had felt nauseous. The customer did not check the blood glucose level. The customer changed the supplies on the pump and consumed food. As the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
.